Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the carotid artery. A 10.0-24 carotid wallstent¿ was advanced to treat the lesion. However, upon advancing the device, it became stuck with the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the stent fully mounted onto the delivery system. The guidewire involved in the complaint incident was not returned for analysis. This carotid device is recommended for use with a 0.014¿ (0.36mm) guidewire as per direction for use (dfu). During the product analysis a boston scientific 0.014¿ guidewire was successfully inserted through this device, however slight resistance was encountered. A visual and tactile examination identified no damage along the length of the device. A visual and microscopic examination identified no damage or any issues with the stent that could have contributed to the complaint incident. No other issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the carotid artery. A 10.0-24 carotid wallstent¿ was advanced to treat the lesion. However, upon advancing the device, it became stuck with the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.